Event description:
The customer reported that while the iabp was in use on a pt, the iabp screen went blank. The pt was switched to another iabp and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company representative replaced the cable that connects the video receiver to the lcd display (part number 0012-00-1747). The iabp was tested to factory specification. It functioned normally and was returned to the customer.